Event description:
A malfunction was reported on the pump, identified by the customer, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the customer independently restarted the cgm and loaded a new cartridge. There was no recurrence of the malfunction code after the reset, and the customer was informed to continue using the pump.